Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(6), alleging that her onetouch ultramini meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer services representative (csr) documentation. The patient alleged that the subject meter was reading inaccurately high all day on (B)(6) 2017; she reported an alleged inaccurately high blood glucose result with the subject meter of ¿148 mg/dl¿ compared to ¿116 mg/dl¿ on a onetouch select simple meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with insulin which she self-adjusts. She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She reported that an unknown time after obtaining the alleged inaccurate results, she developed symptoms of ¿dizzy and blurry vision¿. She denied receiving any treatment beyond her usual diabetes care and management routine. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr noted that the issue was resolved through training. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Dizzy and blurry vision, after the alleged product issue began.